Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient stated they think they are having trouble with their device. Patient stated as of monday, (B)(6) 2024, the device was not working quite as good for them. Patient stated they noticed their urine flow was light and thought they might be retaining urine (has ins for urinary retention), which could result in a urinary tract infection. Last night, patient made an adjustment to their therapy, but reported they weren't feeling any vibrating from the stimulation. Patient also mentioned they have been noticing some irritation with wiping. Patient said they just got off the phone with their healthcare provider. When patient called, they got someone named (B)(6) who said they would call patient back within the hour after talking to managing hcp, about patient's symptoms. Patient mentioned that (B)(6) made a comment about another patient having trouble with their ins device, but patient did not have name, managing hcp, or event date of other patient. Agent reviewed with patient how to appropriately adjust stimulation. Patient was able to connect to their settings on the call and noticed their therapy was turned off. Agent attempted to ask patient if their therapy was off when they connected last night, but patient did not answer. Patient seemed to likely have some cognitive issues given difficulties with answering some basic questions by repeating how they called (B)(6). Patient increased their stimulation on the call, but felt it was uncomfortable so they decreased back to their original setting. At this point, patient chose to wait to hear back from (B)(6) instead of attempting a different program. Patient will maintain stimulation level and will continue to track symptoms. Patient stated they would call back if they needed any further assistance.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the therapy turning of was not determined. The likely cause of the issue was noted as being "uneducated to device" and the steps taken/will be taken were noted as being "patient seen in office (B)(6) 2024." It was unknown to the hcp if the issue has been resolved. Hcp noted patient has another follow-up appointment on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy was turned off was not determined. The patient stated it was working good now.